Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: emergency services were called when the patient developed hypoglycemia. The patient had slept for 15 hours prior to being treated with a glass of grape juice. Bg post juice was 62 mg/dl.. During troubleshooting, customer support found that the basal history does not the match active basal program, and the patient was advised to discontinue pump use. Cs advised patient to switch to an alternate insulin delivery method. This complaint is being reported as the patient experienced hypoglycemia and the discrepancy in the basal history was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to duplicate reported complaint. Pump history shows on (B)(4) 2014 at 15:02 pump was manually suspended and manually resumed at 20:07. Black box shows unconfirmed replace cartridge alarm on (B)(4) 2014 10:33; deliveries resumed when pump was primed at 14:20. Pump was exercised for 24hrs with a 1.0u/hr basal rate; at end of duration test the basal tdd history correctly totaled 24.0u. Typical usage alarms observed in alarm history. The basal and boluses add up correctly. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked from threads to cover. Returned battery cap and returned cartridge cap used to complete testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.